Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had currents within specification and no blank display or battery out limit alarm was noted. The display board was okay. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported she changed her insertion site about an hour ago, and when she went to bolus the screen was blank. The battery was full. Customer replaced the battery and the device alarmed battery out limit. She went through eight different batteries. Now the device is asking or the time and date. Customer's blood glucose is 300 mg/dl. She treated with the device. Customer uses energizer batteries. The battery compartment and contacts are not damaged or corroded. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.